Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as it was indicated that the customer had stopped using the pump for insulin therapy at the time of the reported event. It was indicated that the customer was out of the country and would obtain manual injections as alternate insulin therapy.